Event description:
In 2005 pt was brought to or with dislocation of left hip. Attempted realignment in or was unsuccessful. Surgery was performed. A decision was made to replace the femoral head with a larger size. Previous hip replacement performed at another facility.